Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and clinic nurse were notified of the alert.

Event description:
Subsequently, boston scientific received information from the local representative that the device was interrogated and abnormal shock impedance measurements were confirmed. The device's was reprogrammed (proximal coil was removed from the shock configuration) and subsequent impedance measurements were normal. No invasive intervention was required and the device/lead system remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.